Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that fuses f11 and f12 needed to be replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from an healthcare provider (hcp) regarding an imaging system outside of a procedure. The caller ind icated that the mobile viewing station (mvs) would not power on. The line power light was not illuminated event after the caller tried multiple different power outlets. There was no patient involved with this issue.